Event description:
The customer reported that cell 6 of ih-panel 11 did not detect an anti-e when used on the ih-1000. The customer obtained the following results for a patient sample containing an anti-e antibody: · antibody screening test with ih-cell I-ii-iii with a weak positive result on the ih-cell ii (correspond to anti-e antibody). · identification test with ih-panel 11 with negative result on all cells · identification test with ih-panel 11 papain with a weak positive result on the ih-panel 2 (ih-panel 6 negative, anti-e antibody not identifiable). Our quality control laboratory checked our retention sample of the allegedly defective lot. First, the lot was visually checked and no abnormalities were observed in the cells. Furthermore, two known anti-e antibodies and one antibody free donor sample were tested on the ih-1000. All reactions were specific; not false negative reaction occurred with the anti-e sample and the e antigen positive test cells. Trace files of the affected ih-1000 instrument have been analyzed, there is no misfunction from the instrument. According to the data provided, the customer is not able to identify the anti-e antibody with the identification test, all cells are negative and even in enzyme technique with ih-panel 1p-11p, the antibody cannot be identified because the ih-panel 6p still negative. The antibody screening test contains also weak reactions with ih-cell I-ii-iii. On the images of gel card, regarding the antibody identification test with ih-panel 1-11, the red blood cell pellet with ih-panel 2 is not completely flat compared to other cells but the threshold value to generate another result than negative is not reached and the algorithm reading gives a negative result, we are in the detection limits of algorithm reading. According to the IFU, the following things are mentioned: - the enzyme technique enhances the reaction strength for different antibodies like anti-e antibody. - negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. This is consistent with the fact that the customer is not able to identify the antibody due to the very low antibody concentration and with some techniques, we can be in the limit of detection. Therefore, the situation encountered by the customer is mostly patient sample related due to the presence of low-titer anti-e antibody according to the retention tests and additional test performed with the sample shipped. A manufacturing issue with the reagents or the instrument is excluded.

Manufacturer narrative:
This is our combined initial and final report on this incident.